Event description:
Customer reported via phone call to have received a radio frequency pic failed self-test. Customer's blood glucose was 235 mg/dl. After troubleshooting, customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed a64 due to faulty electrical component on the radio frequency board. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.